Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the indication for vena cava filter placement was dvt and an inability to anticoagulate. Access was gained to the right common femoral vein and a venacavagram demonstrated no caval anomalies or thrombus. The filter was deployed in the infrarenal ivc without incident. Approximately two years five months post filter deployment, imaging studies performed for pain below the ribs demonstrated two detached filter limbs in the ivc; therefore, the patient was scheduled for a filter retrieval procedure. Access was gained to the right internal jugular vein and the filter and one detached limb were removed. Multiple attempts to remove the remaining detached filter limb were unsuccessful. Completion venacavagram demonstrated no evidence of injury to the ivc. The catheters were removed and hemostasis was achieved with direct pressure. Approximately four months post filter retrieval, the patient had right flank pain suspected to be associated with detachment of the ivc filter and presented for removal of the residual detached filter limb. Access was gained into the right internal jugular vein and a venacavagram demonstrated a single ivc filter limb embedded in the wall of the cava. Although the ivc appeared visibly narrowed, there were no adjacent tributaries to suggest a hemodynamically significant stenosis. Biopsy forceps were used to grasp and remove the filter limb. A repeat venacavagram demonstrated no evidence of extravasation of contrast or thrombus. All wires and catheters were removed and hemostasis was achieved with manual pressure. There were no intraprocedural or immediate post-procedural complications. Four days later, at a follow-up visit, the patient¿s flank/back pain had resolved. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. A vena cava filter was successfully deployed. Two years and five months post filter deployment. Imaging identified two detached filter limbs. The filter and one detached limb was successfully removed. Four month post filter retrieval, a venacavagram demonstrated a single ivc filter limb embedded in the ivc. The filter limb was removed using biopsy forceps. Based on the provided medical records, the investigation is confirmed for two detached filter limbs. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: medical records were received and reviewed. Approximately two years five months post vena cava filter deployment, imaging studies performed for pain demonstrated two detached filter limbs in the ivc. The filter and one detached limb were successfully retrieved. There was no evidence of vascular injury and the patient was hemodynamically stable at the conclusion of the procedure. Four months later, the remaining filter limb in the ivc was successfully retrieved. There was no evidence of extravasation and the patient was hemodynamically stable at the conclusion of the procedure. No additional information surrounding this event was provided in the medical records received.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two and half years post filter deployment, computed tomography revealed filter present below the level of renal veins. Peripheral tine margins extended to the wall and one of two might extend beyond the wall which may indicate an embedded status. Subsequently, a few days later, filter retrieval was scheduled. Access was gained to the right internal jugular vein and the filter and one detached limb were removed. Multiple attempts to remove the remaining detached filter limb were unsuccessful. Approximately one month later, patient presented with back pain. The patient had the vena cava filter removed but the legs of the filter continue to be embedded into the vena cava wall and apparently extended through the vena cava wall. Eventually, a few days later, patient presented with intermittent abdominal and flank pain due to the leg penetration of the inferior vena cava by the filter. Approximately three months later, filter fragment removal was done. One of the legs of the filter was left in the wall of the inferior cava wall. The patient had right flank pain in association with fracture of the vena cava filter. Through the right internal jugular vein access, the filter fragment was removed successfully using endobronchial forceps. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc), filter limb detachment. However, the investigation is inconclusive for retrieval difficulties and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 05/2014),

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for hx of hypercoagulable state "unable to anticoagulated" w/deep vein thrombosis. At some time post filter deployment, it was alleged that the filter tilted and struts detached. Approximately two years five months post filter deployment, imaging studies demonstrated two detached filter limbs in the inferior vena cava. The device and detached struts were removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly experienced pain; however, the current status of the patient is unknown.